Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report# 2916596-2017-00638. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 3 years, 9 months. Additional information regarding the gi bleed has been requested but has not been received. A supplemental report will be submitted when the device analysis is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for gastrointestinal bleeding (gi). The patient's anticoagulation was reversed, then restarted due to the gi bleeding. It was reported that the patient also experienced heart failure symptoms and rising lactate dehydrogenase. The patient underwent a pump exchange on (B)(6) 2017. Additional information was requested about the gastrointestinal bleeding; however, no response has been received.

Manufacturer narrative:
Following the report of gastrointestinal bleeding, the patient remained ongoing on (B)(4) until (B)(6) 2017 when they had a pump exchange due to suspected device thrombosis. The explanted pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-00638. A correlation between the device and the reported event could not be conclusively determined. The submitted system controller log file contained a total of 130 pi events, but otherwise no atypical alarms were captured and the pump operated above the low speed limit for the duration of the log file. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.